Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
Related manufacturer reference number: 2017865-2021-01040. Related manufacturer reference number: 2017865-2021-02515. It was reported that the patient presented in the hospital. The patient had endocarditis. The patient had a single chamber aai pacemaker with atrial lead. It was observed patient had heart block on the telemetry monitor, testing of the device and atrial lead showed atrial capture. Upon review of echocardiogram, the cardiologist suspected vegetation on the leads and in the heart. Upon extraction the physician did not see any vegetation on the leads. The device, the atrial lead and the chronic capped right ventricular lead were explanted on (B)(6) 2020. A new system was implanted on (B)(6) 2021. The patient was in stable condition.